Manufacturer narrative:
An investigation is currently underway. Upon completion an updated investigation will be given

Manufacturer narrative:
An investigation of kangaroo epump was performed for the reported condition of, ¿the customer states that the battery box burned.¿ initial inspection of the unit found that the pump would not power on therefore, this report will be considered confirmed. The unit was found to have burn damage on the pcba, battery, and battery wiring harness causing no power. All burn damage was contained to the inside of the pump housing. The pump was scrapped to correct the reported issue. Kangaroo epump was manufactured in 2013. A review of the device history record shows this device was released meeting all manufacturing specifications.

Event description:
The customer states that there is a small amount of melting on the outside of the unit around the battery compartment.